Manufacturer narrative:
Reported event was confirmed by review of medical records noting previous office visits where patient reports ongoing and persistent pain with no relief from injection. There are no notes however on the separation failure of the stem component. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: ep-200150 lot number:641560 brand name:act artic e1 hip brg, catalog number:163663 lot number:407210 brand name:28mm dia cocr mod hd, catalog number:11-300814 lot number: 130440 brand name:arcos 14x150mm spl, catalog number:11-301302 lot number:615000 brand name:arcos con sz b std. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05088, 0001825034-2019-05089, 0001825034-2019-05090, 0001825034-2019-05091. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to persistent left groin and buttock pain as well as proximal thigh pain on weight bearing approximately 2 years post implantation. During the revision, it was noted that the proximal body would not disengage from the distal stem resulting in leaving the stem implanted. Additional information on the reported event is unavailable.